Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the device fails calibration was confirmed and replicated during testing. The investigation found the issue to be due to a lifted screw insert on the bottom-right bezel boss. An initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was out of specification with an actual error of -6.8333 %. The vpmr was 162.6 l and it was noted that a calibration may be required. The rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 150.4 l, which was outside the acceptable range between 153.9 l and 188.1 l. It was noted that the pump module failed and must be repaired. Following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 162.6 l. Additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of 1.8333%. Internal inspection found the bezel assembly to have a lifted screw insert on the bottom-right bezel boss causing the mechanism frame assembly to lift. Review of the downloaded error and event log showed there is no record of usage on the reported event day. The device was reported with no patient involvement. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation and found to have a lifted insert. As well replace the left (female) inter unit interconnect (iui) board damaged and change the plastic rivets on the boards. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device fails calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the device fails calibration was confirmed and replicated during testing. The investigation found the issue to be due to a lifted screw insert on the bottom-right bezel boss. An initial rate accuracy test with alaris system maintenance (asm) of the source pump module determined that the device was out of specification with an actual error of (B)(4). The vpmr was 162.6 l and it was noted that a calibration may be required. The rate calibration task was performed on the received pump module. As a result, the new vpmr of the pump module was 150.4 l, which was outside the acceptable range between 153.9 l and 188.1 l. It was noted that the pump module failed and must be repaired. Following temporary replacement of the bezel assembly for testing purposes only, a rate calibration was performed on the pump module with the good bezel from the dchu facility; as a result, the device was recalibrated with a new vpmr of 162.6 l. Additional rate accuracy was performed to ensure the device operated within specifications, and as a result the pump module passed the test with an actual error of (B)(4). Internal inspection found the bezel assembly to have a lifted screw insert on the bottom-right bezel boss causing the mechanism frame assembly to lift. Review of the downloaded error and event log showed there is no record of usage on the reported event day. The device was reported with no patient involvement. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation and found to have a lifted insert. As well replace the left (female) inter unit interconnect (iui) board damaged and change the plastic rivets on the boards. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device fails calibration. There was no patient involvement.